Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and increased sensing via merlin. Net transmission. Noise reversion was seen as far back as (B)(6) 2018. During the procedure, a spot of abrasion on the lead distal to suture sleeve was observed. The physician applied a repair kit to the lead. After repairing, no noise was noted and the sensing was lower. The lead remains implanted. The patient was stable before, during and after the procedure.